Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter and strips, but customer was uncooperative, did not follow up with a letter as stated and did not return product. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Not returned for testing.

Event description:
Caller indicated the easypro plus strips were giving variable readings. Customer said she was getting readings from 80-500 within a span of 10 minutes on three bottles of strips - all had the same lot number. Customer was not cooperative, would not give strip lot number. She would not give more information when asked to look through meter memory and tell the readings with date and time. She prefers to write a letter, gave her correct address and to mail it with attention of customer service supervisor.